Event description:
It was reported that the patient underwent a surgical procedure to replace his artificial urinary sphincter (aus) cuff due to urethral atrophy and recurring incontinence. The belt cuff was too loose fitting. The physician did corporal bulking and implanted a new cuff. The patient status is reported as stable.